Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that: the implant broke. No fragment of the implant remained inside the patient. Patient complication were unknown.

Manufacturer narrative:
Product analysis:visually confirmed one of the implants broken into multiple pieces. Microscopic examination of both returned implants provides evidence of fracture initiation at the base of the inserter interface features, with plastic deformation and evidence of fracture initiation. Fracture surface examination identified multiple quasi-brittle surfaces with rays emanating from likely fracture initiation points suggesting the direction and location of fracture, consistent with overload. The above observations are consistent with overload.